Event description:
It was reported that during lap cholecystectomy, the clip scissored. When the surgeon removed the clip from the artery, it started to bleed. Because there was no time to get another device, he used the same device again and it functioned well.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.